Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain'), genital haemorrhage ('bleeding/bleeding') and multiple allergies ('highten alleries') in an adult female patient who had essure (batch no. 62615-not valid, 626157) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst, uterine fibroids and stress urinary incontinence. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), multiple allergies (seriousness criterion medically significant), heavy menstrual bleeding ("menorrhagia"), menstrual disorder ("other (list): unusual periods"), cyst ("cysts tumors") and alopecia ("hair loss") and was found to have weight increased ("112 lbs when implanted in 2008 and now 179, wearing 10"). The patient was treated with surgery (ablation in 2010/ hysterectomy due to continued pain and bleeding and sinus surgery due to highten alleries in 2017). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder and cyst had not resolved and the multiple allergies, heavy menstrual bleeding, alopecia and weight increased outcome was unknown. The reporter provided no causality assessment for alopecia, cyst, genital haemorrhage, multiple allergies and pelvic pain with essure. The reporter considered heavy menstrual bleeding, menstrual disorder and weight increased to be related to essure. The reporter commented: serious injury criterion: ¿an intervention was mentioned but not specified and/or assigned to one of the events¿. Discrepancy noted: date(s) of insertion: (B)(6) 2008 (per pif) diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.179 kgs. Hysterosalpingogram - on an unknown date: the scout film shows the presence of 2 essure devices in the pelvis. Status post essure placement. Blocked bilateral fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: mr received. Reporter's information added, rcc added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5082787) on 31-jan-2019. The most recent information was received on 21-aug-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain'), genital haemorrhage ('bleeding/bleeding') and multiple allergies ('heighten allergies') in an adult female patient who had essure (batch no. 62615-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), multiple allergies (seriousness criterion medically significant), cyst ("cysts tumors"), alopecia ("hair loss"), menstrual disorder ("other (list): unusual periods") and menorrhagia ("menorrhagia") and was found to have weight increased ("112 lbs when implanted in 2008 and now 179, wearing 10"). The patient was treated with surgery (ablation in 2010/ hysterectomy due to continued pain and bleeding and sinus surgery due to heighten allergies in 2017). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, cyst and menstrual disorder had not resolved and the multiple allergies, alopecia, weight increased and menorrhagia outcome was unknown. The reporter provided no causality assessment for alopecia, cyst, genital haemorrhage, multiple allergies and pelvic pain with essure. The reporter considered menorrhagia, menstrual disorder and weight increased to be related to essure. The reporter commented: serious injury criterion: ¿an intervention was mentioned but not specified and/or assigned to one of the events¿. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.179 kgs. Hysterosalpingogram - on an unknown date: the scout film shows the presence of 2 essure devices in the pelvis. Status post essure placement. Blocked bilateral fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5082787) on 31-jan-2019. The most recent information was received on 05-oct-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain'), genital haemorrhage ('bleeding/bleeding') and multiple allergies ('highten alleries') in an adult female patient who had essure (batch no. 62615-inv, 626157) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst, uterine fibroids and stress urinary incontinence. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), multiple allergies (seriousness criterion medically significant), menorrhagia ("menorrhagia"), menstrual disorder ("other (list): unusual periods"), cyst ("cysts tumors") and alopecia ("hair loss") and was found to have weight increased ("112 lbs when implanted in 2008 and now 179, wearing 10"). The patient was treated with surgery (ablation in 2010/ hysterectomy due to continued pain and bleeding and sinus surgery due to highten alleries in 2017). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder and cyst had not resolved and the multiple allergies, menorrhagia, alopecia and weight increased outcome was unknown. The reporter provided no causality assessment for alopecia, cyst, genital haemorrhage, multiple allergies and pelvic pain with essure. The reporter considered menorrhagia, menstrual disorder and weight increased to be related to essure. The reporter commented: serious injury criterion: ¿an intervention was mentioned but not specified and/or assigned to one of the events¿. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.179 kgs. Hysterosalpingogram - on an unknown date: the scout film shows the presence of 2 essure devices in the pelvis. Status post essure placement. Blocked bilateral fallopian tubes. Most recent follow-up information incorporated above includes: on 5-oct-2020: medical record received lot number was updated. Reporter information and medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5082787) on 31-jan-2019. The most recent information was received on 13-oct-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain'), genital haemorrhage ('bleeding/bleeding') and multiple allergies ('heighten allergies') in an adult female patient who had essure (batch no. 62615-not valid, 626157) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst, uterine fibroids and stress urinary incontinence. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), multiple allergies (seriousness criterion medically significant), menorrhagia ("menorrhagia"), menstrual disorder ("other (list): unusual periods"), cyst ("cysts tumors") and alopecia ("hair loss") and was found to have weight increased ("112 lbs when implanted in 2008 and now 179, wearing 10"). The patient was treated with surgery (ablation in 2010/ hysterectomy due to continued pain and bleeding and sinus surgery due to heighten allergies in 2017). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder and cyst had not resolved and the multiple allergies, menorrhagia, alopecia and weight increased outcome was unknown. The reporter provided no causality assessment for alopecia, cyst, genital haemorrhage, multiple allergies and pelvic pain with essure. The reporter considered menorrhagia, menstrual disorder and weight increased to be related to essure. The reporter commented: serious injury criterion: ¿an intervention was mentioned but not specified and/or assigned to one of the events¿. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.179 kgs. Hysterosalpingogram - on an unknown date: the scout film shows the presence of 2 essure devices in the pelvis. Status post essure placement. Blocked bilateral fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-oct-2020: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5082787) on 31-jan-2019. The most recent information was received on 25-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain"), genital haemorrhage ("bleeding/bleeding") and multiple allergies ("heighten allergies") in an adult female patient who had essure (batch no. 62615) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), multiple allergies (seriousness criterion medically significant), cyst ("cysts tumors"), alopecia ("hair loss") and menstrual disorder ("other (list): unusual periods"). The patient was treated with surgery (ablation in 2010/ hysterectomy due to continued pain and bleeding and sinus surgery due to heighten allergies in 2017). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, cyst and menstrual disorder had not resolved and the multiple allergies and alopecia outcome was unknown. The reporter provided no causality assessment for alopecia, cyst, genital haemorrhage, multiple allergies and pelvic pain with essure. The reporter considered menstrual disorder to be related to essure. The reporter commented: serious injury criterion: ¿an intervention was mentioned but not specified and/or assigned to one of the events¿. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the scout film shows the presence of 2 essure devices in the pelvis. Status post essure placement. Blocked bilateral fallopian tubes. Most recent follow-up information incorporated above includes: on 25-feb-2019: pfs and mr received : new event unusual periods was added. Essure insertion and removal date was updated, laboratory data was added, outcome of the events pain and bleeding were updated to not recovered. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: mw5082787) on 31-jan-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("bleeding") and multiple allergies ("heighten allergies") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), multiple allergies (seriousness criterion medically significant), cyst ("cysts tumors") and alopecia ("hair loss"). The patient was treated with surgery (ablation in 2010/ hysterectomy scheduled for 2019 due to continued pain and bleeding and sinus surgery due to heighten allergies in 2017). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, multiple allergies, cyst and alopecia outcome was unknown. The reporter provided no causality assessment for alopecia, cyst, genital haemorrhage, multiple allergies and pelvic pain with essure. The reporter commented: serious injury criterion: ¿an intervention was mentioned but not specified and/or assigned to one of the events¿. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5082787) on (B)(6) 2019. The most recent information was received on (B)(6) -2020. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain'), genital haemorrhage ('bleeding/bleeding') and multiple allergies ('highten alleries') in an adult female patient who had essure (batch no. 62615-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), multiple allergies (seriousness criterion medically significant), cyst ("cysts tumors"), alopecia ("hair loss"), menstrual disorder ("other (list): unusual periods") and menorrhagia ("menorrhagia") and was found to have weight increased ("112 lbs when implanted in 2008 and now 179, wearing 10"). The patient was treated with surgery (ablation in 2010/ hysterectomy due to continued pain and bleeding and sinus surgery due to highten alleries in 2017). Essure was removed on(B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, cyst and menstrual disorder had not resolved and the multiple allergies, alopecia, weight increased and menorrhagia outcome was unknown. The reporter provided no causality assessment for alopecia, cyst, genital haemorrhage, multiple allergies and pelvic pain with essure. The reporter considered menorrhagia, menstrual disorder and weight increased to be related to essure. The reporter commented: serious injury criterion: ¿an intervention was mentioned but not specified and/or assigned to one of the events¿. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.179 kgs. Hysterosalpingogram - on an unknown date: the scout film shows the presence of 2 essure devices in the pelvis. Status post essure placement. Blocked bilateral fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) -2020: pif received : new event added-menorrhagia based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5082787) on 31-jan-2019. The most recent information was received on 15-may-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain"), genital haemorrhage ("bleeding/bleeding") and multiple allergies ("heighten allergies") in an adult female patient who had essure (batch no. 62615-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), multiple allergies (seriousness criterion medically significant), cyst ("cysts tumors"), alopecia ("hair loss") and menstrual disorder ("other (list): unusual periods"). The patient was treated with surgery (ablation in 2010/ hysterectomy due to continued pain and bleeding and sinus surgery due to heighten allergies in 2017). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, cyst and menstrual disorder had not resolved and the multiple allergies and alopecia outcome was unknown. The reporter provided no causality assessment for alopecia, cyst, genital haemorrhage, multiple allergies and pelvic pain with essure. The reporter considered menstrual disorder to be related to essure. The reporter commented: serious injury criterion: ¿an intervention was mentioned but not specified and/or assigned to one of the events¿. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the scout film shows the presence of 2 essure devices in the pelvis. Status post essure placement. Blocked bilateral fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2019: quality-safety evaluation of ptc. Incident: no valid lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain'), genital haemorrhage ('bleeding/bleeding') and multiple allergies ('highten alleries') in an adult female patient who had essure (batch no. 62615-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), multiple allergies (seriousness criterion medically significant), cyst ("cysts tumors"), alopecia ("hair loss") and menstrual disorder ("other (list): unusual periods") and was found to have weight increased ("112 lbs when implanted in 2008 and now 179, wearing 10"). The patient was treated with surgery (ablation in 2010/ hysterectomy due to continued pain and bleeding and sinus surgery due to highten alleries in 2017). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, cyst and menstrual disorder had not resolved and the multiple allergies, alopecia and weight increased outcome was unknown. The reporter provided no causality assessment for alopecia, cyst, genital haemorrhage, multiple allergies and pelvic pain with essure. The reporter considered menstrual disorder and weight increased to be related to essure. The reporter commented: serious injury criterion: ¿an intervention was mentioned but not specified and/or assigned to one of the events¿. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.179 kgs. Hysterosalpingogram - on an unknown date: the scout film shows the presence of 2 essure devices in the pelvis. Status post essure placement. Blocked bilateral fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: new reporter and new event and weight and new event (112 lbs when implanted in 2008 and now 179, wearing 10) were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.